Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the jejunal tube had an occlusion. On (B)(6), the nurse couldn't rinse the tube before installing the duodopa cassette. The neurologist was informed. Patient was scheduled for hospitalization for replacement of the jejunal tube on (B)(6) 2015. The replacement of the jejunal tube was completed on (B)(6) (the exact day is unknown.) The patient has been taking sinemet as a replacement treatment. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction: the replacement of the jejunal tube was completed on either (B)(6) (the exact day is unknown.)

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) jejunal tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the jejunal tube had an occlusion. On (B)(6), the nurse couldn't rinse the tube before installing the duodopa cassette. The neurologist was informed. Patient was scheduled for hospitalization for replacement of the jejunal tube on (B)(6) 2015. The replacement of the jejunal tube was completed on either (B)(6) (the exact day is unknown.) The patient has been taking sinemet as a replacement treatment. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.